Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report "1119779-2025-00562" was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd epicenter¿ data management system, the user associated the wrong patient ID to another patient's sample. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ data management system, the user associated the wrong patient ID to another patient's sample. No patient impact reported.